Event description:
Revision surgery - due to the patient having metal debris; the surgeon removed the original liner and head.

Manufacturer narrative:
The reason for this revision surgery was metal debris. The length of in vivo service was 12.2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 13 prior complaints reported against this part; summary of investigations: 2 revision surgery, 5 dislocation, 1 trauma, 1 device loosening, 3 stability/poor joint, 2 blank. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause of the reported problem. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.